Event description:
Customer tested blood glucose at 5am and received a result of 488mg/dl. The customer started losing strength and ate a honey bun because customer was feeling weak. Customer called an ambulance at 5:10am and at 5:15am the paramedics received a result of 98mg/dl. The customer was given a glucose IV and taken to the hosp. No controls were in use. The customer threw away glucose strips. Replacement product was sent.